Manufacturer narrative:
The reported event of loose or intermittent connection was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Visual inspection of the header found the atrial setscrew stripped by the end-user caused by inserting the wrench tool at angles to the screw inset stripping the screw head. Electrical and mechanical analysis performed after replacing the damaged screw indicated normal functionality. Further visual inspection did not find any contamination or foreign material that could contribute to the reported event. During the analysis the new atrial setscrew was inserted and removed multiple times without anomaly. Longevity assessment was performed, and the device was in normal rage of operation with appropriate remaining longevity.

Event description:
During implant procedure, the set screw of the device failed to tighten. The device was not implanted, and a new device was successfully implanted to resolve this event. The patient was stable.